Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. The customer reported that due to unspecified low scan readings, the customer stopped taking medications for unspecified amount of time. On (B)(6) 2021, the customer reported a scan of 122 mg/dl, but felt that his blood glucose was high and went to hospital. A healthcare meter reading of 289 mg/dl was obtained, and the customer hospitalized for the diagnosis of diabetic ketoacidosis (dka). The customer was administrated IV insulin (dose unknown) drip as treatment. The customer was discharged from the hospital on (B)(6) 2021. There was no report of death or permanent injury associated with this event.